Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was receiving low flow alarms and experiencing pump stoppages while on battery power or on the power module (tethered support). X-rays and log files were submitted to the manufacturer for analysis and the hospital requested an evaluation of the patient's percutaneous lead (lead). The manufacturer's technical services team member performed a replacement of the distal end of the lead. The hospital subsequently made a decision to exchange the patient's pump with another lvad due to continued damage to the patient's system controllers following the repair.

Manufacturer narrative:
The patient continues on lvad support post the pump exchange with no further issue reported. A portion of the external percutaneous lead (lead) that was replaced during the repair was returned to the manufacturer for analysis. Although electrical continuity testing did not reveal any discontinuities or shorts, further examination of the lead revealed breakdown of the shield at the metal connector and the terminus of the bend relief. Visual inspection of the inner wires revealed they were intact and unremarkable. The explanted pump was returned with the percutaneous lead cut approximately 9: from the pump end bend relief and the majority of the severed portion was returned. The external portion of the lead had been replaced, consistent with the repair that had been performed prior to the pump being exchanged. Examination of the percutaneous lead found two areas of breakdown of the braided shield approximately 6.5" and 8" from the pump housing. Electrical continuity testing of the lead found that the black, brown, red and green wires were shorted to the braided shield. Visual inspection of the wires found abrasions in the insulation of each wire adjacent to the areas braided shield breakdown and the conductors of the brown, orange, yellow and green wires were exposed. The abrasions in the black and red wires appeared to penetrate down to the surface of the inner conductors. The examination also noted abrasions in the wire insulation adjacent to the pump housing but the inner conductors were not exposed. If any of the exposed wire conductors contacted the braided shield while the pump was operating on a tethered power source, the resulting short to ground would have resulted in the reported alarms and pump stoppages. Likewise, should the shield had come into contact with the conductors of two of the damaged wires simultaneously, a phase-to-phase short would have occurred, regardless of the power source and would have resulted in alarms on the system controller, pump stoppages and possible damage to the system controller motor drive circuitry. The breaches in each wire's insulation appeared to be the result of cyclic flexing which caused the wires to abrade against the braided shield. Evaluation of the pump data retrieved from the patient's system controllers in use at the time of the event was consistent with the reported alarm conditions. In addition, several of the system controllers returned were found to have damage motor drive circuitry consistent with the findings of a compromised percutaneous lead. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.